Event description:
It was reported that the patient presented for follow up in the clinic. It was noted that the left bundle branch pacing (lbbp) lead exhibited high, out of range pacing impedance, and high capture threshold. During the lead revision procedure, it was also noted that the set screw for the lead was loose. The lbbp lead was repositioned, and the set screw was tightened. There were no patient consequences.